Manufacturer narrative:
(B)(4). The valve was patent and met all established specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. The valve did not meet the requirements for leak testing due to a large tear in the top of the delta chamber. The damage precluded siphon and reflux testing as well as pressure-flow testing at -50 cm hydrostatic pressure. It is unk how or when this damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
During the test before the surgery, the doctor found valve leakage.